Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. The blood glucose reading was 40 mg /dl and second blood glucose reported was 37 mg/dl. The customer stated that auto mode was active at the time of incident. The customer declined for troubleshooting. The insulin pump will not returned for analysis.